Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered an alert for a low out of range pace impedances. No system integrity tests have been performed. The plan is to turn the low impedance alert off. No adverse patient effects were reported.